Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During analysis it was found that the body was kinked, confirming the reported malfunction. Additionally, the distal end was detached and did not return for analysis.

Event description:
Reportable based on the device analysis completed on 01jul2025. It was reported that the rotawire was kinked. A rotawire 330cm gw(1pk) flop was selected for percutaneous coronary intervention. During the procedure, it was noted that the rotawire was kinked and could not be used. The procedure was completed with another of the same device. No further complications were reported. However, device analysis revealed that a portion of the distal end was detached.